Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old white male patient had impella cp pump inserted in the right leg for cardiogenic shock (cgs). The patient had ischemic leg distal of impella, required intubation and vasopressors, a 5.0 pump was inserted, and this pump was removed.